Manufacturer narrative:
(B)(6). Date of event: unknown date, 2012. Date of implant: unknown date, 2007. Customer has indicated that the product will not be returned [location unknown] to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-03300 and 0001825034-2017-03284.

Event description:
It was reported that the clinical patient underwent an elbow arthroplasty revision due to loosening and osteolysis around the humeral component noted approximately five (5) years post-operatively. The revision occurred approximately six (6) years post-operatively. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being filed to relay additional and corrected information, which was unknown at the time of the initial medwatch. Concomitant medical products - unknown discovery humeral condyle kit, part# unk lot# unk; unknown discovery ulnar component, part# unk lot# unk. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Reported event was confirmed by review of x-rays. X-rays were reviewed by the operative surgeon. Loosening of the prosthesis with areas of osteolysis around the humeral component was identified wehner approximately 1-2 years before the revision took place. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Review of the complaint history could not be performed, as the part and lot numbers are unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.